Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5024387, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that during postoperative trial recovery, patient was complaining of left leg burning. The physician decided to explant the left lead. However, the pain did not go away. So, the physician explanted the right lead as well. According to the physician, the lead was a little too lateral and caused the nerve root irritation. The physician ensured that it was not a scs issue. The patient was doing well postoperatively.